Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During a post op visit after a bles procedure, the radiologist reported small fragments on imaging where the lesion was removed. The radiologist believes it is metal fragments; however, staff reported that the intact wand basket was intact with no visible wire breaks.

Event description:
Information was received from a healthcare professional (hcp). It was reported the procedure was performed and it appeared to work without error. The hcp was able to deploy the breast marker after the procedure. It was noted that after the procedure the hcp went to remove the wand from the biopsy holder, and the wand did not want to slide out of the handle. The tech difficulty pulling the wand and handle apart. It was noted that in doing so the hcp and tech noticed the connecting pins were not in the typical position. The hcp noted on the post procedure images, which were removed by a radiologist, and they noted some small metal fragments at the biopsy site. The images were compared to the pre-biopsy images and the fragments were not present at that time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.